Event description:
Co's 2 way suprapubic catheter was inserted by surgeon. Surgeon had difficulty inserting and pulled catheter out. Bullet tip was missing from end of catheter. Pt subsequently passed the tip without difficulty. Tip and catheter are available for eval. No negative outcome to pt.